Manufacturer narrative:
Report required by FDA for eua relates to (B)(6) and (B)(6) (3014862188-2022-00621, 3014862188-2022-00622: tests 1 and 2 of 3).

Event description:
User reported 3 false negative results. Positive by 2 alternative antigen tests and a pcr test on the same day. This is report 3 of 3. Relates to (B)(6) and (B)(6) (3014862188-2022-00621, 3014862188-2022-00622: tests 1 and 2 of 3).